Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the batteries on the insulin pump had to be changed every 3 or 4 weeks and that the screen was scratched. The caller declined helpline assistance.